Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) in the left eye was exchanged for an unknown reason. The replacement lens was another johnson & johnson model of the same type but with a different diopter (drt150 +22.5). No additional surgical or medical interventions, such as incision enlargement or suturing, were performed. Preoperative best spectacle-corrected visual acuity (bscva) was 20/50-1, and postoperative uncorrected visual acuity improved to 20/25-2. The patient¿s condition was reported as improving. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: feb 3, 2026 . Section h3: device evaluated by manufacturer: yes . Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut in half and coated in viscoelastic and paper residue. The lens halves were cleaned revealing scratches. The physical characteristics of the received lens was confirmed to match that of a drt150 model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.